Manufacturer narrative:
(B)(4). Lab data: (B)(6) 2015: electrocardiogram(ECG)=no new myocardial infarction (mi). (B)(6) 2015: ck = 66 u/l, normal upper limit 140; (B)(6) 2015: ck-mb = 0.5 u/l, normal upper limit 3.6. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. It should be noted that the reported patient effect of angina, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2013, a 2.5x18mm xience v stent was successfully implanted in the 1st diagonal coronary artery and the patient was discharged home the following day. On (B)(6) 2015, the patient was admitted to the hospital for unstable chest pain. There was no myocardial infarction (mi) reported and medication was provided as treatment. The chest pain is a continuing condition. On (B)(6) 2015, the patient was discharged from the hospital. There was no additional information provided.